Event description:
During an atrial fibrillation procedure, air entered the device after the sheath was inserted in the patient and negative pressure was applied for flushing. The device was replaced, and the procedure was completed with no adverse consequences to the patient. Only the dilator had been inserted into the sheath. There was no confirmed air aspiration or air contamination into the patient's body. No additional puncture was performed when the sheath was replaced.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.